Event description:
It was reported that two surgilav plus handpiece sets with showerhead tips, soft cone splash shield & 10 f were discovered to have tears in the sterile packaging upon receipt at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
(B)(4): discarded by user facility.